Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified in this review of batch records, review of release testing data or inspection of retained samples. Retained samples meet the product description and the product is in date. After a review of the batch thermal records, thermal results all met product release criteria.

Event description:
A 6cm x 6cm injury, third degree burn in the very center of the wound [burns third degree]. A 6cm x 6cm injury, second degree burns on the outside of the wound [burns second degree]. Unable to lead the lifestyle I had before, difficult to attend to activities of daily living [activities of daily living impaired]. Case description: information was received from a contactable nurse. This (B)(6), female, (race not provided), who used thermacare heatwrap (thermacare menstrual, wrap) therapy via transdermal route of administration for menstrual cramps on (B)(6) 2011. The patient denied any relevant medical history. Concomitant medications included seroquel, imovane, wellbutrin, clonazepam, gabapentin, lamotrigine, nexium and yasmin. On (B)(6) 2011, she used the product at 6:45 am as per the instructions on the package. After approximately seventy-five minutes of having the product in place, one heat pad became too hot and she experienced pain described as a burning sensation where the product was located. The patient removed the wrap and immediately inspected the area. Upon assessment, she found a 6cm x 6cm injury, which contained both second degree burns on the outside of the wound and third degree burns in the very center of wound. One heat pad became too hot and she experienced pain, so she removed the wrap. The wound was extremely painful. Additionally, she indicated that the wrap also burned her pubic hair and she felt this would leave a scar. She went through a great deal of suffering and disruption of her life. During the treatment period (treatment unspecified), she was unable to lead the lifestyle she had before she was burned. The area in which the burn was located made it very painful to wear underwear and pants, which made it difficult to attend to activities of daily living, work and drive. She had to take extreme care to prevent infection and further injury. Healing from third-degree burns was very slow due to the skin tissue and structures being destroyed. The tissue damage extended below hair follicles and sweat glands to subcutaneous (fat) tissue. The patient was requesting compensation for her injuries. She listed all the risks associated with the scar removal surgery and stated that whether she decided to have the scar removed or not, she would have a permanent mark on her pubic area for the rest of her life. The patient was worried that this scar would cause extreme embarrassment, adversely affect her quality of life and cause serious mental anguish. She discontinued using the product on (B)(6) 2011. At the time of the report, the patient was recovering. Follow-up ((B)(6) 2011): follow-up received from product quality updating case with quality assurance results. Qa results were within specifications. Follow-up ((B)(6) 2011): follow-up received from a contactable nurse providing additional adverse events and patient's clinical course.